Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. The sheath was inserted into the pt's left femoral artery. As the md was inserting the iab into the sheath, the iab became stuck. As a result, the md removed the iab and the sheath as one unit. The staff opened another 30cc iab and prepped this iab and inserted it without complications. There were no reported pt complications.